Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. However, no unexpected alarms during testing. Successfully downloaded history files and traces using thus. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. The adapt tool recorded pump error 63 and pump error 4. Pump error 63 (file number = 2005, line number = 9926 and variable info = 21) was recorded once on 03/08/2024 at 11:47:02. Pump error 4 (file number =32122 and line number = 2727) was triggered once on 03/08/2024 at 11:47:01. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Force sensor zero within spec (23.5 mv). The following were noted during visual inspection: pillowing keypad overlay, label damage (stained) and scratched case. In conclusion, customer concern for critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Exposed to moisture was not confirmed. Pump passed full functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received an open book image alarm and was exposed to moisture. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. It was reported that there were no pump errors displayed before the open book image. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The insulin pump will be returned for analysis.